Manufacturer narrative:
H.6: the fse ordered a replacement co2 module for the customer. The customer is to replace the part upon delivery to rectify the reported problem.

Event description:
It was reported to philips that the device's co2 was not reading. There was no reported patient involvement.